Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). PMA / 510(k)#: k945952/k901449 investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for damage to the hemogard shield with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for shield damage with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined.

Event description:
It was reported that a bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tube had a defective cap.